Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and undersensing during episodes of ventricular tachycardia (vt) and non-sustained ventricular tachycardia which occurred during mitral valve repair surgery. All lead measurements were within normal limits at a subsequent interrogation. The lead remains in use. No patient complications have been reported as a result of this event.